Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted three days post implant due to a suspected fracture of the associated right ventricular (rv) lead. A new device and rv lead were implanted without further incident. No additional adverse patient effects were reported.